Event description:
It was reported the customer had a needle anomaly with their sensor. Customer reported the needle was missing from the sensor. The customer also stated the sensor electrode was not inserted to their body. Customer's blood glucose was 7 mmol/l. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Inspected one opened and used sensor and found needle hub damaged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.